Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported "increasing pain", "capsular contracture". Later patient reported "baker grade IV". And later healthcare professional reported "cap con / waterfall" and "intracap rupture" and later reported capsular contracture baker grade iii and "waterfall deformity". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Event description:
Patient reported "increasing pain", "capsular contracture". Later patient reported "baker grade IV". And later healthcare professional reported "cap con / waterfall" and "intracap rupture". This record is for the left-side. Device has been explanted. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "increasing pain", "capsular contracture". Later patient reported "baker grade IV" . This record is for the left-side. Device has been explanted.